Manufacturer narrative:
The customer reported that the central nurse's station (cns) had a hard drive failure issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: 01/26/2021 emailed the customer via microsoft outlook for all the information : denied infomation.

Event description:
The customer reported that the central nurse's station (cns) had a hard drive failure issue. No patient harm was reported.